Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. On the first inflation of a 6.0mm x 20mm x 80cm (4f) sterling balloon catheter, the balloon ruptured at 10 atmospheres. There was no kink prior to use and no resistance encountered during the procedure. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).